Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent to be damaged and stretched across its entire length. Stent struts were lifted both distally and proximally from the stent profile indicating that the crimped stent may have encountered resistance & subsequent damage during both advancement and withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified second diagonal artery. A 2.25x12mm promus element drug-eluting stent was advanced but was unable to cross the lesion. The device was removed. The lesion was pre-dilated with a 2.25 balloon catheter and the procedure was completed using a 2.5mm stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.